Event description:
Af underwent a left total hip arthroplasty on (B)(6) 2007 in a hospital in another state. Post op, af reported a "clunking" sensation in the hip and also felt the new hip seemed a bit short. On (B)(6) 2008, returned to surgery for what was planned as a revisional surgery, but surgeons unable to extract the stem. This procedure also completed at a hospital in another state. Following this procedure, af continued to report hip "shifting and clunking" with walking. On (B)(6) 2009, admitted to this facility for a left total hip revision of the acetabular and femoral head components and debridement. Post op diagnosis - a loose acetabular component and source tendinitis.